Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 90% stenosed distal right coronary artery. Multiple pre-dilatations were performed with a non-abbott balloon catheter up to 16 atmospheres. A 2.5 x 15 mm xience xpedition stent delivery system was being advanced to the lesion but it could not cross through the calcification. There was resistance and the proximal shaft separated. The device was removed and pre-dilatation was performed with a non-abbott nc balloon catheter and a new 2.5 x 18 mm xience xpedition stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional/ inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.